Manufacturer narrative:
The return device analysis confirmed the material separation of the clip introducer. It was observed there was loss of or failure to bond of the loctite on the tubing as well. Additionally, the clip introducer materials were submitted for scanning electron microscopy (sem) analysis to investigate if loctite was present. The spectral results indicates that the presence of loctite 3321 was absent from the outer diameter and inside diameter of the tubing sample and that it was present on the housing sample. Therefore, there was observation of the loss of or failure to bond related to the absence of loctite. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the loss of or failure to bond and the material separation were determined to be related to a potential product quality issue. The issue is being addressed per internal operating procedure. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received. Evaluation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report material separation. It was reported that this was a mitraclip procedure to treat mitral regurgitation. During the procedure, the blue portion of the clip introducer separated from the clear hard plastic portion during advancement of the clip introducer into the steerable guide catheter (sgc) rotating hemostatic valve. There was no unusual resistance noted. There were no adverse patient effects. A new clip delivery system was used to complete the procedure with the same sgc. There was no reported clinically significant delay in the procedure. No additional information was provided.